Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr glidesheath slender was returned for evaluation. The dilator was not returned for product evaluation. Visual inspection revealed that no anomalies were noted with the sheath tip. However, a kink was observed close to the sheath hub. Functional testing was conducted via leak testing. The distal end of the sheath was inserted into a 12 fr balloon. The distal end of the balloon was connected to a controlled air supply system. The 3-way stopcock (3wsc) was closed, and the air pressure was increased to 4.3 psi. The setup was submerged under water for approximately thirty seconds. Air bubbles were observed forming around the sheath hub. A dilator for investigational purposes was then inserted into the sheath. This assembly was submerged in water, and bubbles were again detected for thrity seconds. Post leak testing, the crosscut valve was dissected from the sheath to observe for any damage which may have caused the leakage. The microscopic examination revealed a discoloration on the valve that could be due to the off-center insertion of the dilator in the valve. However, it is unclear whether the off-center insertion into the valve could have contributed to the alleged leakage. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the valve of a glidesheath slender device was leaking. There was an excess of bleeding around the 5fr diagnostic catheter while the catheter was in the sheath. During catheter exchanges, there was also bleeding around the wire. When the case progressed to an interventional procedure, there was no bleeding around the 6fr guide cath. The estimated blood loss was less than 250cc. The patient was reported to be in stable condition. The outcome of the procedure was successful.